Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was unknown. Four days prior to death, the patient was hospitalized for shortness of breath. While hospitalized, the patient required mechanical ventilation. The patient later went into a coma and died on the same day due to an unknown cause. It was not reported if therapy was ongoing until the time of death or if the patient was connected to the homechoice at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.